Manufacturer narrative:
(B)(6). Correction # 2531779-03/24/2010/003-r. The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Once evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that the pump dispensed insulin from the cartridge during the load step. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed an out of calibration force sensor and dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; during testing the pump "load" step pump did not recognize cartridge and pushed all the fluid out emitting a "no cartridge detected warning."